Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a device had in appropriately diagnosed vf for oversensing of a wide qrs complex. The majority of the qrs complexes were being double-counted, however, some of the complexes appeared to have many more high frequency waves, reminiscent of noise on the lead. No therapy was delivered. The ventricular sense refractory was programmed out. The device remains implanted.